Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Event description:
The consumer stated that while brushing his teeth he felt something hard in his mouth. He alleges that when he spit it out he saw that it was a small screw. He was not hurt in this incident. As per our qa specialist, pictures of the brush provided by the consumer show that the product head should be replaced (color wear bristle technology).